Event description:
Additional information reported patient was treated with antibiotics for a week.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2. B3, b5, b7, h6, h8.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of bladder infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected in the temples, nasolabial folds, marionette lines, and jawline with juvéderm¿ voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Three months later, the patient experienced ¿edema and nodules¿ for 1-2 weeks. The patient also experienced ¿bladder infection¿, deemed not device related and was on antibiotics. The patient was treated with cortisone for 5 days. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00361) (allergan complaint pr# 2764762). This MDR is being submitted for the third suspect product, juvéderm® voluma ¿ with lidocaine.